Event description:
It was reported that during a right hepatectomy with cholecystectomy and ileostomy takedown procedure, the surgeon fired over the hepatic vena cava with echelon 45 vascular reload and this was the second fire with the stapler. No issues with first fire. At initial fire there appeared to be in issues. The surgeon proceeded to resect the liver. After about ten minutes noticed blood went to examine and stated the staples did not form properly. It was explained that one side of the staples formed and the other side did not. Case was completed. Length of case was longer then intended to ensure bleeding was stopped. Patient had to receive extended care. After case patient was stable.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the event states the length of the case was longer than intended, how much longer was case? Roughly 1 hour to 1.5 hour longer. The event also states, the patient had to receive extended care, is this meaning the patient was in recovery longer? Please explain: was told by the surgeon that the patient in barley stable condition when leaving or. Was told by staff, patient went to an ICU recovery. The following information was requested, but unavailable to date: how long after application of device was bleeding noticed? How was the problem fixed? Estimated blood loss? Were clips used in the procedure prior to firing the device? Were blood products administered? The analysis found that one ec45a device was returned in good visual condition and with two ecr45w cartridge reloads present. Cartridge (b) ecr45w, was received fully fired. Cartridge (c) ecr45w, was received fully fired. In addition, the cartridge reloads (b, c) were disassembled in order to verify internal components and the one piece sled ramps were noted to be damaged; however, the right internal ramp was noted to be more affected. It is possible that the device was attempted to fire on thicker tissue than indicated. Furthermore, no obvious damage to the cartridge decks (b, c) was noted, which suggests the cartridges, may not have been fired over a hard object. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that a 100% inspections takes place to ensure during manufacturing the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.